Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ft3 value of greater than 50.00 pmol/l accompanied by a data flag and repeated as 4.7 pmol/l. The sample initially resulted in a ft4 value of greater than 100.00 pmol/l accompanied by a data flag and repeated as 13.6 pmol/l. The ft3 reagent lot number and expiration date were requested, but not provided. The ft4 reagent lot number was 57294101, with an expiration date of 30-sep-2022.

Manufacturer narrative:
The field service engineer determined that reagent probe tubing was defective and replaced the part. The investigation determined the service actions resolved the issue.